Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, far field r-wave oversensing in the atrial channel was observed on a stored egm. Programming changes were recommended. No further information is available.